Manufacturer narrative:
The reported disposable smartstitch pp black cobraid device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿suture broke in two places after passing through cuff tissue into the patient.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect suture cartridge loading. (2) damaged suture cartridge. (3) crushing or crimping damage due to application of surgical instruments can result in failure. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. A surgeon should not begin clinical use of the suture without reviewing the instructions for use and practicing in a skills laboratory. For applications requiring knot tying, adequate knot security requires the accepted surgical technique of flat, square ties, with additional throws as warranted by surgical circumstance and the experience of the surgeon. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a rotator cuff repair, the perfect passer suture broke in two places after passing through cuff tissue. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.